Event description:
A tesio extension adapter came apart on a 55-yr-old male 8 weeks ago. Pt died approx 8 weeks ago. Pt had a flat affect and was depressed. Nurse is unsure of how adaptor came apart except that the clamps were opened. The pt may have done this to himself, but she is not sure.